Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered an inappropriate electrical shock due to potential noise oversensing. Technical services were consulted, possible causes were discussed and troubleshooting options were recommended. The local area representative will discuss with the physician. Currently, this product remains in use and no additional adverse patient effects have been reported.